Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used during a transurethral ureterolithotripsy procedure in the renal pelvis performed on (B)(6) 2014. According to the complainant, during the procedure, the distal and proximal side of the basket wire was noted to have been cut, after the physician removed stones with this device five or six times. A part of the broken basket wire fell in the renal pelvis and was successfully retrieved using forceps. The procedure was successfully completed with zero tip retrieval basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual and functional analysis of the returned optiflex retrieval basket was performed. Following a detailed device analysis, it noted that the handle was free of obvious defect. The basket assembly was unbent; one basket leg was fully detached from the basket assembly while the other basket legs were attached and unbent. Also, it was found that the basked would extend and retract without resistance. The most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an optiflex retrieval basket was used during a transurethral ureterolithotripsy procedure in the renal pelvis performed on (B)(6), 2014. According to the complainant, during the procedure, the distal and proximal side of the basket wire was noted to have been cut, after the physician removed stones with this device five or six times. A part of the broken basket wire fell in the renal pelvis and was successfully retrieved using forceps. The procedure was successfully completed with zero tip retrieval basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.